Event description:
Event description: it was reported by the clinical account specialist that during a pvi case, a ventricular fibrillation was noticed. The caller stated the patient went into torsades de pointes. The caller stated they were able to get the patient into a stable rhythm but the patient ended up expiring. The caller stated a pfa case was performed with a boston farawave catheter. The caller stated after the last ablation anesthesia noticed they were going into vfib. The caller stated that was when the injury was discovered. The caller stated they did not known what had caused the injury. The caller stated the injury was confirmed by the 12 lead on the recording system. The caller stated CPR and defibrillation were performed on the patient. The caller stated a reprocessed sterilmed soundstar catheter, a reprocessed sterilmed webster cs catheter and a brand new octaray catheter were used during the procedure. The caller stated all catheters used during the procedure were not available for return. The caller stated the procedure was supposed to be a pvi and watchman concomitant case. The caller stated after the vfib was noticed they did not proceed with the watchman part of the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).